Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The consumer reported three (3) unconfirmed false negative results via social media with the binaxnow covid-19 ag self test for three tests performed on (B)(6) 2023. This MFR. Report addresses test two (2) of three (3). No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported three (3) unconfirmed false negative results via social media with the binaxnow covid-19 ag self test for three tests performed on (B)(6)2023. This MFR. Report addresses test two (2) of three (3). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.